Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh and ams mini-arc were implanted. According to the medical records, the gynecological procedure took place on (B)(6) 2008. It was further reported that the patient underwent a gynecological procedure on (B)(6) 2012 and solyx was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent lysis of adhesions, destruction of right ovarian endometriosis and mesh revision on (B)(6) 2012 due to sui, erosion, abdominal pain and abnormal wound healing. It was reported that the patient had an elevate mesh implanted on (B)(6) 2010 due to cystocele. It was reported that the patient underwent interstim implant on (B)(6) 2013 due to urge incontinence.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.